Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to provided information, the alarms started after changing the oxygen level setting to 40%. In addition to check tubing alarm, high respiratory rate and low ventilation rate alarms also occurred at the same time. The customer stated that the problem was solved when the oxygen level was set to 40% and that there did not seem to be anything abnormal in the patient circuit. The investigation was based on the received logs and provided information. The received logs revealed clinical alarms at date of the event such as: airway pressure high, expiratory minute volume low, o<sub>2</sub> concentration low, peep high, patient circuit disconnected, airway pressure high, respiratory rate high, respiratory rate low, check tubing and expiratory minute volume high. The pre-use check prior to the event was successful and there is no indication of a technical malfunction in the system at the time of the event. There is no information whether any parts have been replaced. Therefore, the root cause of the generated alarms has not been determined. No further problems have been reported after the reported event. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000.

Event description:
Manufacturer's ref: #(B)(4).